Event description:
A caller reported an issue where the cartridge leaked insulin. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.